Event description:
Global healthcare (ghc) supplies bulk, non-sterile infant receiving blankets to a customer in (B)(6). On (B)(6) 2012, the customer, who is a distributor of medical products advised that an end user (hospital) had found and reported units in certain lots of the product "contaminated with black spots or particles". In a subsequent communication dated (B)(6), the customer advised ghc that the end user had obtained microbiological testing indicating that the blankets were contaminated with e-coli". The product did not come into contact with a pt and there is no report of injury. Upon receipt of the initial notification ghc began an investigation. Requests for samples of the product alleged to be contaminated have been made and the samples received for eval and testing. The investigation remains ongoing at this time.